Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 and eventually shifted to intensive care unit (ICU) due to kinked cannula leading to hyperglycemia. The blood glucose level was 500 mg/dl at the time of event and the patient got treated with correction bolus via multiple daily injection (mdi) and intravenous fluids. Patient also had high ketones levels. The patient was released from the hospital on (B)(6) 2025. No further information available.